Event description:
The customer reported that the insulin pump alarmed low suspend. Troubleshooting was done. Customer's blood glucose was 96 mg/dl. Explained to customer about the alarm. Explained the differences between sensor glucose versus blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).